Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No failed battery test noted. Pump error 63 variable 3 was noted in the history download due to broken trace u1 pin6(sda). The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm hardware low level failures. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated fill cannula was recorded in daily history. Customer stated contacts on battery cap not damage nor corroded. Customer stated they had failed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.